Event description:
Reporter stated the "bolus" and "confirm" buttons on the infusion device do not function. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).